Manufacturer narrative:
Based on additional information received, post initial report submission, this event does not meet criteria for reporting as a serious injury. With the additional information, it has been determined that our device was not the contributory cause of the event as the replacement iol was a 1.5 diopters difference from the originally implanted iol; which would reasonably suggest a preoperative calculation error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient's issues have resolved. The surgeon's prognosis was reported as doing well. The iol was exchanged for the same lens model with a difference of 1.5 diopters. The patient was wearing soft contact lenses the day of the preop measurements.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced "blurry vision". The iol was exchanged due to a "power miss". Additional information has been requested.